Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned recently for a CT scan for another medical issue. During the review for a possible hernia the CT revealed that the aneurx bifurcated stent graft had migrated distally approximately 45mm into the aneurysm sac with a type I endoleak. The physician elected to implant an endurant ii bifurcated stent graft (36x16x166mm) at the renal arteries and an endurant 16x16x124mm stent graft limb on the contralateral side. The migration and type I endoleak were resolved. As per the physician, the cause of the event was related to the patient¿s anatomical change resulting in post implant proximal aortic neck dilatation. No additional clinical sequelae were reported, and the patient is fine.